Event description:
Per clinical trial cp-1060: on (B)(6) 2014, patient underwent bilateral cosmetic mastopexy; central mound, using a full vertical and horizontal t incision. 1 piece of galaflex was used. No concomitant procedures were done. On (B)(6) 2014, bilateral delayed wound healing was reported. On (B)(6) 2014, incision & drainage was done. Resolved without sequelae on (B)(6) 2014. Review of medical affairs identified that the reported ae is likely related to the medical device and serious. On (B)(6) 2014, extrusion, right breast was reported. On (B)(6) 2014, galaflex was excised. Resolved without sequelae on (B)(6) 2014. Review of medical affairs identified that the reported ae is likely related to the medical device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complications including delayed wound healing and extrusion. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Extrusion is a known inherent risk of the surgery/use of the device and included as a possible complication in the adverse reaction section of the IFU. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned - mesh explanted.